Event description:
While attempting to remove a polyp during patient's screening colonoscopy, a snare broke while in the scope and attached to polyp tissue inside patient. The inner wire broke out from the outer sheath of the snare, making the tech unable to close the snare while in use. Luckily it was an erbe snare, so cautery was applied to safely release the snare from the tissue, where we were then able to remove the snare from the scope. No harm to the patient.